Manufacturer narrative:
Customer did not return product or submit patient specimen for investigation testing. Retention anti-d (monoclonal blend). Lot dmb47-3 was tested with red cells of various rh phenotypes, including weak d; expected reactivity was observed. The device history records for dmb26 and dmb47 were reviewed. No discrepancies were found; both lots met required specifications. Since a specimen from the patient was not submitted for testing, the nature of the specimen cannot be ruled out as a contributing factor to the event.

Event description:
Customer is reporting that a patient who previously typed as rh-positive using gamma-clone anti-d (monoclonal blend), lot dmb26-3, is now typing as rh-negative with anti-d (monoclonal blend), lot dmb47-3. The customer typed the patient as weak d in 2001, and transfused the patient with two units of rh-positive blood per their sop. The same patient returned in 2004, and is typing as rh-negative and has developed anti-d.